Manufacturer narrative:
A siemens technical application specialist (tas) was dispatched to the customer site. The tas retrieved both urine and serum sample and tested them on an alternate advia chemistry instrument. The urine results matched with those obtained on the original advia 2400 instrument and the serum results matched with those obtained on the alternate platform. The cause of incorrect results associated with the serum sample was due to the urine sample being loaded on the track by the operator without a suffix barcode identifying the sample as urine. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer of an advia 2400 instrument contacted a siemens customer care center. The customer stated that they had obtained urine and serum samples from the same patient. The operator had loaded urine sample on the track without a suffix barcode identifying the sample as urine. As a result, the urine sample was treated as serum and serum biochemistry tests were processed on the urine sample. Repeat testing was ordered through a centralink data management system and the results were similar to that of the initial results. The physician had also ordered serum electrolytes, urea nitrogen, creatinine, concentrated calcium, magnesium, concentrated inorganic phosphorus, and urinary albumin to creatinine ratio to be processed for the patient. The operator retrieved the serum sample and tested it on the alternate platform to confirm the results obtained on the serum sample. The results obtained on the alternate platform were different from those obtained on the advia 2400 instrument where urine sample was processed as serum. The results from the alternate platform were reported to the physician(s). A siemens technical application specialist (tas) was dispatched to the customer site where he retrieved both urine and serum samples and tested them on an alternate advia chemistry instrument. The urine results matched with those obtained on the original advia 2400 instrument and the serum results matched with those obtained on the alternate platform. There are no reports of patient intervention or adverse health consequence due to the incorrect results being associated with serum sample.